Event description:
It was reported to philips that the system was not switching on. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that there was no display on msc monitors. Upon troubleshooting actions, the fse reconnected the flexvision pc connections and executed a power cycle restart. After repairs, the system was returned to use in good working order.